Manufacturer narrative:
Mfg date: the device was manufactured between: february 6, 2017 and february 8, 2017. The device was received for evaluation containing approximately 245ml of fluid in the bladder. During visual inspection, no evidence of fluid was observed leaking out at the luer when the luer cap was removed. Microscopic inspection was performed on the flow restrictor. The inspection revealed the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition of the event was deemed a use error. Direction insert instructs to properly prime the device after it has been filled fill with solution in order to prevent air bubbles from blocking the fluid path during patient use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow event was observed in a large volume folfusor. The pump was filled with clindamicin and nacl 0.9% solution. There was no patient injury or medical intervention associated with this event. No additional information is available.